Event description:
The customer reported that the pt was treated on saturday 2005. On monday 2 days later, they presented to emergency room (ER) for fluid overload and they were admitted to intensive care unit (ICU). They had an additional treatment. According to the dialysis treatment sheet [on saturday 2005], the pt actually gained weight during the treatment: they came in at 69.5 kg and went out at 69.9. On saturday 2005, there were three pts treated on this machine but only pt no1 had a problem.